Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she called a few weeks ago and the insulin seems to not be delivering insulin. Customer stated that this is the same issue she had about a week and a half ago. Customer stated that she had a blood glucose level over 500 mg/dl and she did a bolus of 16.5 units. Customer stated that she changed out the infusion set yesterday morning and has not received any alarms due to the issue. Customer's blood glucose was over 500 mg/dl at the time of the incident. Customer had high blood glucose related symptoms such as a headache, feeling unstable, and being very thirsty. Customer stated that her blood glucose readings were 578 mg/dl and 576 mg/dl. Customer has a back-up plan of syringes and insulin. Customer treated with the pump and a manual injection. Customer found that she had a bent cannula. Customer was advised to do a complete set change and that the bent cannula may interfere with the amount of insulin delivered.